Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings. The customer¿s blood glucose was 585 mg/dl and sensor glucose was 379 mg/dl at the time of the incident. Insulin delivery was not suspended due to sg values. Customer treated high blood glucose with a bolus and injection and blood glucose dropped to 46 mg/dl. Insulin pump is not expected to be returned for analysis.